Event description:
It was reported that the patient's pacemaker exhibited oversensing of far r wave that caused inappropriate mode switch. No programming changes were made. The patient was stable throughout.